Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips were scissored. A new device was introduced to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Based upon the inquiry info received and the visual examination, ti was concluded that the instrument was returned with misaligned jaw tips. There was one scissored clip returned taped to the handle of the instrument. The instrument was cycled, fed, and scissored the clips due to the misaligned jaw tips. No conclusion could be reached as how the jaw had become damaged. Comments: each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.